Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing on presenting and stored episodes resulting in falsely terminated episodes and inaccurate data collection. The lead remains in use. No patient complications have been reported as a result of this event.